Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that damage occurred to the artis q.zen ceiling system. The user reported damage to the cable harness holder of the system. This damage was not reported during a patient procedure and there is no report of impact to the state of health of any user or patient involved.